Manufacturer narrative:
Conclusion: actual device was returned for evaluation. Visual inspection was performed. Breakage occurred at the tip area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage, the device information for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point." In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a resection of the left lobe of liver surgical procedure on (B)(6) 2015 and suture was used. During suturing, the needle tip broke and was not found. The surgeon opined that the needle maybe retained in the patient's liver tissue. X-ray was not used. The procedure was completed with another like a device. Now the patient is in the hospital for further observation. Additional information has been requested.